Manufacturer narrative:
On 2019-nov-13, arjo was notified about incident involving sara 3000 active floor lift. While the patient was being lifted using arjo system: sara 3000 and the sling, the caregivers noticed a resident's shoulder sensitivity. The patient was sent to the emergency unit for an evaluation. It was found that he had a fractured shoulder. The unit manager believes that the fracture might not have been a result of the patient being lifted with the sara 3000, but could be sustained prior to the time of the incident. She believes the injury might have been agitated by the strain put on the arms from using the lift. Arjo representative was attending the customer facility after event to inspect the device. There were 3 sara 3000 lifts at the involved unit, all of them manufactured in june 2006 by medibo medical products nv (former manufacturer), and it is unknown which one was used during the claimed transfer. There was no fault found within any of the lifts or slings inspected. Sara 3000 operating and product care instructions (opci kkx81010m-en issue 3) include the following warning: "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." Based on the complaint description, it appears most possible the caregivers were not aware of a patient's injury before starting a transfer with a arjo device. Information collected upon the investigation did not allow unequivocal establishing whether the device contributed the patient's serious injury, even though the device did not fail to meet its specification. In this respect, the complaint was decided to be reported to the FDA in abundance of caution.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4) (under registration #(B)(4)). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). The unit manager believes that the fracture might not have been a result of the patient being lifted with the sara 3000, but could be sustained prior to the time of the incident. She believes the injury might have been agitated by the strain put on the arms from using the lift. Additional information will be provided upon conclusions of the investigation.

Event description:
On 2019-nov-13 arjo was notified about incident involving sara 3000 active floor lift. While the patient was being lifted using the sara 3000 and the sling, the caregivers noticed he had a sensitivity to his shoulder. The patient was sent to the emergency unit for evaluation. It was found that he had a fractured shoulder.